Event description:
A malfunction was reported with a specific malfunction code displayed on the device. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer by providing pump reset information, and the customer successfully reset the pump with no recurrence of the malfunction code. The customer was advised to continue using the pump and instructed to call back if the issue recurs.